Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta procerva procedure set was used in a hydrothermal ablation procedure in he uterus performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noted that fluid was leaking from the patients cervix. Reportedly, no fluid loss alarm was noted on the console. The sheath was removed and a burn was noted on the patients cervix and vagina. The affected area was cooled and silvadene cream was applied. The procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.